Manufacturer narrative:
Device passed the displacement test, self test, sleep current measurement and active current measurement. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected power loss alarm noted in the long trace or device history.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was completely dead. Customer stated that the insulin pump had replace battery alarm. Customer stated that the battery did not last more than 1 week. Customer called back after completed the low battery troubleshooting within 1 week. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.